Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that 5 sensor alarmed a calibration error alarm followed by a change sensor alarm. Customer's blood glucose was unknown. Customer reported there was no electrode when the sensor was removed from the body. After troubleshooting, customer was advised the sensor will be replaced. Customer will not be returning the sensor for analysis.